Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery, guide catheter support was compromised and the stent dislodged from the balloon catheter in the circumflex artery. Multiple attempts to re-establish guide catheter support and to retrieve the stent with another balloon catheter were unsuccessful. The stent migrated distally within the circumflex artery. On the following day, acute chest pain and elevated cardiac enzymes were reported. An acute myocardial infarction was diagnosed. A repeat cardiac catheterization revealed an acute closure of the circumflex artery. A ptca was performed to re-establish antegrade blood flow within the coronary vessel and the exact stent location was identified. The stent was successfully retrieved using a microsnare. There were no additional clinical sequelae reported relative to the event.